Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment with glucose (by oral administration) provided by a health professional (hcp). In addition, the customer reported broken bone on an unspecified area of their body and had stitches. It is unclear whether the broken bone was related to the reported event involving the adc device. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.